Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional info: poc (name: (B)(6). A getinge field service engineer (fse) found iabp failed battery run time test, fse resolved the issue by installed battery, sealed lead acid,12v (d146-00-0039) qty. 2. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run time test. There was no patient involvement reported.